Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had leak. The customer¿s blood glucose level was 268 mg/dl at the time of the incident. Customer reported that the tubing had air bubbles. Customer stated there was not an air bubble in the reservoir. Customer reported that the insulin pump exposed to insulin. Customer reported that the air bubbles in the tubing and then noticed that the reservoir compartment in the insulin pump smelled like insulin. Customer was unsure if leak was past first or second o ring. Customer performed self test and test was passed. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not air bubbles.(B)(4).